Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5066258); product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage, concomitant products: c154dwk crtd, implanted: (B)(6) 2009; 419388 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient's right ventricular (rv) lead fractured after delivery of 3 shocks for ventricular fibrillation (vf). It was also reported that the patient is deceased. Additional information including the patient's cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.